Event description:
It was reported that the procedure was cancelled. An ffr link was selected for use. During procedure, it was noted that the ffr link would not get a waveform. The case was canceled and they had the patient come back the next day. No complications were reported.

Event description:
It was reported that the procedure was cancelled. An ffr link was selected for use. During procedure, it was noted that the ffr link would not get a waveform. The case was canceled and they had the patient come back the next day. No complications were reported.